Event description:
A distributor in south africa reported that the max pressure relief valve of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and video provided by the distributor and our knowledge of our product. Results: the distributor reported that the pressure relief knob of the rd900 neopuff infant resuscitator was faulty. Visual inspection of the video provided by the distributor showed that the movement of the max pressure relief control valve knob of the rd900 neopuff infant resuscitator was not smooth when turning. A jittery noise was heard from the control knob when turning. The knob was also observed to be sticky at 30cmh2o. Conclusion: the cause of the reported malfunction is due to excess grease applied to the valve during manufacturing of the subject device. F&p completed the failure investigation for the identified root cuse in july 2024. The subject rd900aeu neopuff infant resuscitator with lot# 2103109011 was manufactured on 30 april 2024, which is prior to the completion of the failure investigation. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) have requested the return of the complaint rd900 neopuff infant resuscitator for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the max pressure relief valve of a rd900 neopuff infant resuscitator was faulty. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Correction: section b5: updated the "describe event or problem." Section h8: updated "usage of device." Method: the subject device, rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information and video provided by the distributor and our knowledge of the product. Results: an inspection of the subject device revealed that the maximum pressure relief control knob was not smooth when turning accompanied by a scratchy sound. Closed inspection identified friction between the knob threads and the valve threads. It was also observed that the knob thread was dented and glue residue was present within the valve threads. Additionally, the subject device successfully passed the functional tests when checked for manometer and valve system. Conclusion: the reported issue was caused by friction between the knob threads and the valve threads, which was originated due to presence of glue residue within the valve threads. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A distributor in south africa reported that the maximum pressure relief valve of a rd900aeu neopuff infant resuscitator was found to be faulty before initial use of the device. There was no reported patient involvement.